Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2014 and suture was used. During the procedure, the suture disconnected from the needles very easily when passing through the tissue. The needle came off the strand at the swage. This happened on the second or third throw when performing a subcuticular stitch and pulling on the needle to approximate the tissue. There was nothing abnormal with the tissue and the force was not excessive. The suture was not damaged in any way prior to use. There were no adverse patient consequences reported.